Event description:
It was reported that a user experienced difficulty attaching a connector to the ilet after inserting a cartridge, as the connector would not attach and turn, while a different connector attached without issue; the affected connector was associated with lot 32164, and blood glucose was not affected. Investigation of this case revealed an inability to attach the connector to the cartridge interface, with successful resolution when using an alternate connector, which suggests a single connector fit or engagement issue. No reported clinical effects during the event. Outcomes included no impact on blood glucose, and no medical intervention. It was concluded that the event was related to a malfunction of the specific connector, with normal operation restored using another connector.